Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Examination of the returned device cannot confirm the report. The device was visually examined and found to be in good condition with no notable damage to the outer radius or barb. The device scallops are slightly deformed due to the impaction attempts. The device could not be meaningfully evaluation for dimensional specifications due to the attempts to impact the device. Review of device history records identified no related manufacturing deviation or anomalies that would have contributed to the reported event. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Concomitant medical products: 010000835, g7 neutral e1 liner 28mm a, 6085975, 110010260, g7 osseoti multihole 44mm a, 3648579. Report source, foreign ¿ events occurred in (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2017 - 10654, 0001825034 - 2017 - 10653.

Event description:
It was reported that during the procedure that two of the liners would not seat in the cup. The surgery was finished with a backup product. There was a delay of 1-2 hours in the procedure. Attempts have been made and additional information on the reported event is unavailable.